Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 6 previously reported events are included in this follow-up record. Product return status 6 devices were received. Event confirmation status 6 reported events were confirmed; the cause was traced to component failure. Evaluation results 6 devices were found to be affected by corroded drivetrain.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received. Evaluation status: confirmed 5 reported events were confirmed during testing. 5 devices were found to be affected by corrosion. In progress: 1 device evaluation is in progress. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.